Event description:
Medtronic received a report that per corelab image read of the 6 month dsa imaging on 2023-may-12, there was pipeline braid hump deformation. No symptoms or actions taken have been reported in association with this finding. Baseline aneurysm characteristics: aneurysm #1: rupture status: never ruptured previously treated: no aneurysm details: fusiform, right posterior cerebral artery, sidewall dome height 8.5 mm, width 6.5 mm, max diameter 8.5 mm, neck size diameter 6 mm aneurysm symptoms: none additional information was received that there was no additional intervention or treatment reported. The patient was not hospitalized. Additional information was received updating the event date to 2023-05-06. Description of event was loss of device integrity. The de ficiency occurred in the posterior cerebral artery. Additional information was received updating the event date to 2023-05-12. Additional information received reported that per site completion of the year 1 follow-up dsa imaging on (B)(6) 2023, raymond & roy occlusion was class 3. The patient was discharged (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.